Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a lower blood glucose (bg) level. Bg value was not provided. Additional information was not provided. Multiple attempts were made to follow up with the customer on the reported issue; however, a response was not received.